Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functionality and stress testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared and did not reoccur. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.